Event description:
Hamilton medical ag received the following incident description: panel concection lost. Invalid serial number.event log not possible to read.

Manufacturer narrative:
Unit does not start up and alarms with panel connection lost. Vu esm was replaced.

Event description:
Hamilton medical ag received the following incident description: panel concection lost. Invalid serial number.event log not possible to read.

Manufacturer narrative:
Unit does not start up and alarms with panel connection lost. Vu esm was replaced. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only: field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11